Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump, and the malfunction did not recur. The caller was advised to continue using the pump and to contact support if the issue reappears, which they understood and acknowledged.